Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. The cause is believed to be calcium build-up on the lead. In response, a commanded maximum energy shock of 41 joules was delivered with a resulting shock impedance measurement of 100 ohms, which is within specification limits. The high shock impedance alert limit was adjusted to 150 ohms and the patient will continue to be monitored. The lead remains in-service. No patient symptoms or adverse patient effects were reported.